Event description:
The manufacturer received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation st30 device had passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device has not been returned to the manufacturer for investigation. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. The manufacturer has updated section h coding in this report.